Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted to treat a malignant stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient did not have prior plastic biliary stenting. The patient did not have a prior metal biliary stent placed. Assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included jaundice, itching, dark urine, pale stools, nausea/vomiting. Baseline liver function tests taken on (B)(6) 2015. The patient underwent endoscopic retrograde cholangiopancreatography (ercp), endoscopic ultrasound (eus), fine needle aspiration (fna), and liver MRI imaging/tissue sampling. The result of the fna testing was malignant. On (B)(6) 2015, the patient underwent the study stent placement and was treated as an inpatient. A pancreatogram was not performed during this stent placement. Prophylactic antibiotics were not administered. Prophylactic nsaids were administered. A prior biliary sphincterotomy had not been performed and a prior pancreatic sphincterotomy had not been performed. A biliary sphincterotomy was performed during the stent placement procedure. A pancreatic sphincterotomy was performed during the stent placement procedure. The stent was placed using ercp with a double guidewire technique. A 10mm x 60mm wallflex biliary rx partially covered stent was placed in a satisfactory position across the stricture. On (B)(6) 2015, the patient presented with pancreatitis and required prolonged hospitalization. The physician confirmed the patient's pancreatitis as the patient presented with pain, elevated lipase three times the uln, and a CT scan revealed inflammation. The physician treated the pancreatitis with ringer lactate, bowel rest, pain killers, and parenteral nutrition. The pancreatitis has not yet resolved.